Manufacturer narrative:
Follow-up # 1 (09/10/2013)-product evaluation: the analysis of the subject meter was completed on 09/02/2013 by lifescan product analysis with the following findings: the reported complaint was not confirmed. The analysis identified cs high during testing if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging 'error 2' with the test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.